Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that doors was not opened due to component. Field service engineer found the power button on top of the cabinet was off, so engineer repositioned the magnetic button covers over the power buttons to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medbank system doors are not opened. The customer reported that users were unable to remove medications from door while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.